Event description:
Patient had a full revision performed. The explanted devices have not been received to date. No additional relevant information has been received.

Manufacturer narrative:
B3. Date of event - correction - event date should have been submitted as (B)(6) 2021 in the initial MDR.

Event description:
Patient was interrogated and had high impedance observed. Patients was referred for xrays. No known surgery has occurred to date. No additional relevant information has been received.